Event description:
This case was reported by a consumer and described the occurrence of inflammation gum in a (B)(6) female pt who rec'd super poligrip free denture adhesive cream for a period of six weeks for cream for denture adhesion. A physician or other health care professional has not verified this report. On an unk date, approx 6 weeks ago, the pt started super poligrip free denture adhesive cream (dental). At an unk time after starting super poligrip free denture adhesive cream, the pt experienced inflammation gum, abnormality of soft palate, chills, not feeling well were improved and the outcome for the events of (B)(6) and allergic reaction were unresolved. Consumer stated that she started using super poligrip about 6 weeks ago from of report and began not feeling well and became ill experiencing chills, inflamed gums, and a mouth problem where the super poligrip was getting stuck in her gums and her palate had become soft. Consumer feels she had an allergic reaction and has (B)(6). Consumer stated she is feeling better and her palate is becoming firmer but not feeling well, ill, chills, inflamed gums, soft palate, allergic reaction and hepatitis have not fully resolved.

Manufacturer narrative:
MFR's comment: super poligrip free denture adhesive cream is manufactured in (B)(4). The lot number for this product is available (v10495). It is unk if the product will be returned for quality assurance testing. (B)(4).